Event description:
The pt reported that a fiber leak occurred during dialysis treatment. No blood loss was reported to have occurred. The user changed out the unit for a different one and completed the treatment without any further complications.